Event description:
While inserting a closed iliac screw, the driver failed and we were forced to use a short piece of rod and a set screw to lock down the head and try and manually turn out the screw by the head. After trying this method with no success, the x25 torque driver failed upon trying to remove the set screw along with the x25 inserter. To remove the screw we were ultimately forced to cut the head off of the screw with a metal cutting burr and remove the screw with a trephine.

Manufacturer narrative:
Visual examination of the returned device revealed that the fracture was located at the driver¿s distal tip. The device was then sent for fracture analysis. Fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.